Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: brown particles were observed on the inner and outer surfaces of the device. A leak test was performed and no leakage found. No blockage was noted at the port hole of the diaphragm valve. No device failure observed. The device is intact and functional. The events of suffering, mental anguish, disability, disfigurement, and loss of the capacity for the enjoyment of life are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy.

Event description:
Patient representative reported patient was experiencing soreness and swelling during a postoperative follow up, patient did not like the way their breasts looked, breasts were very hard, and are not sitting how they thought they would or was before. Patient has suffered bodily injury and resulting pain and suffering, mental anguish, disability, disfigurement, and loss of the capacity for the enjoyment of life. The losses are permanent or continuing in nature and patient will suffer them in the future. The device has been explanted. This medwatch is for the left side. See MFR # 9617229-2017-02156 for the right side.